Manufacturer narrative:
Quote only, no evaluation.

Event description:
It was reported to philips that the paddle adapter was showing char marks and the rubber of the paddle pocket plates are carbonized. There was no patient involvement. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) requesting a quote for seven paddle adapter replacements. Additional details indicated that the paddle adapter is showing char marks and the rubber of the paddle pocket plates were carbonized. The customer was provided with the requested quote for replacements to resolve the issue.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) requesting a quote for seven paddle adapter replacements. Additional complaint cases have been created to address the multiple paddle adapter requests. There was no reported patient involvement. Available details indicate that the paddle adapter was showing char marks and the rubber of the paddle pocket plates are carbonized. The devices had burn points at the paddles due to excessive conductor gel. The device was not available for additional investigation. The customer requested a quote to replace the paddle adapters. The customer was provided with the requested quote for replacements to resolve the issue. There was no need for a technical visit as the customer can contact the sales team directly. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.

Event description:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) requesting a quote for seven paddle adapter replacements. Additional details indicated that the paddle adapter is showing char marks and the rubber of the paddle pocket plates were carbonized. Additional complaint cases have been created to address the multiple paddle adapter requests. There was no reported patient involvement.